Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that pre-procedure coronary angiogram found 90% stenosis at the distal lad, with moderate calcification. Pre dilatation was made with a voyager 2.5 x 20 mm in an attempt to implant a vision stent; however, the balloon could not be dilated. A second attempt to pre dilate was made with another company's balloon and the same indeflator with a successful result and implantation of the stent. No additional event or patient information is available. This is being filed based on the returned device analysis which revealed a pinhole on the balloon.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the balloon. There was contrast visible in the inflation lumen. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator was filled with water and an attempt was made to pressurize the balloon, when water leaked out of a pinhole 5.5 mm proximal to the proximal end of the distal marker. There were longitudinal scratches proximal and distal to the pinhole. There was a longitudinal scratch distal to the pinhole, the scratch was 1 mm long. Product performance engineering determined that factors that can contribute to difficulties in inflating may be related to factors including, but are not limited to, manufacturing, balloon tears / ruptures, associative device support, lesion characteristics, and device positioning. The balloon catheter was returned with blood visible in the balloon, suggesting a balloon rupture. Scratches located near the pinhole suggest that the outer surface of the balloon may have been mechanically damaged, such that upon the inflation attempt led to the balloon rupture. The scratches could have been a result of manufacturing, handling, interactions with patient anatomy or other devices. A review of the manufacturing records show no units rejected for balloon damage. Additionally, a review of the balloon rupture testing for this lot performed during reliability engineering showed the date exceeded rated burst pressure (rbp). The lesion was described as moderately calcified and 90% stenosed which could have contributed to the reported discrepancy. The difficult to inflate experienced was due to the balloon rupture; however, a definite root cause for the balloon rupture could not be determined, but it may be related to circumstances during the procedure. The lot history record for this product was reviewed and there are no non-conformance's associated with this lot. This MDR is considered closed by the product performance group.